Event description:
Arterial access pressure alarms occurred at the beginning of a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The arterial air alarms were attributed to issues with the pt's access. The cycler alarmed appropriately. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided. This report and the information will be provided.